Event description:
It was reported that following a refill, the patient went to the emergency room (ER) with overdose symptoms and sedation. The event resulted in patient intubation and hospitalization. The patient's status at the time of the event was stated to be alive with no injury. It was stated that the patient was only on soma for spasms. The ER physician reportedly ordered the pump to be shut off completely. The pump was used to deliver baclofen (250mcg/ml, unknown rate) and dilaudid (10mg/ml, 1.99mg/day). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n338666, implanted: (B)(6) 2012, product type: accessory; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).